Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing, power cycling, and bench handling without duplicating the report. The device log does not capture display related issues. The lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.